Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. Treatment was unknown. The cause of the peritonitis was unknown. It was reported the patient was hospitalized one day after the onset of peritonitis and discharged 15 days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).